Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the lead exhibited high pacing impedance at three different locations in the heart. The lead was not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in two pieces with the helix retracted and clogged blood. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.